Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Customer administered a correction injection to address high bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.